Event description:
This is an adverse event occurring in the (B)(6). The patient had a barrett's esophagus and was of (B)(6). After a focal ablation, the physician noted a mild stricture which was dilated one time. The stricture resolved at next visit. The physician indicated that the severity was mild, relationship to device definite, and there was no device malfunction.